Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion being treated was located in the severely calcified right coronary artery. Using an unknown guide catheter, the physician advanced a 3.50x20mm promus element stent delivery system to the target lesion, however it was unable to cross due to insufficient guide catheter backup. The device was successfully removed and it was noted that the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status is good,

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).